Manufacturer narrative:
Result - siderail control, unintended motion.

Event description:
It was reported by service report that the bed rises when no buttons are pushed. No pt involvement or adverse consequences are reported.